Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to remove the pump case, allowing easier access to the button, though it still remained difficult to press. Customer will continue to use the pump for insulin therapy.